Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate plus profile 250cc, catalog number 3502250, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with saline mentor smooth round moderate plus profile 250cc and experienced deflation on the right breast implant after implantation. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that this event took place: on 04/13/2018, it was reported to mentor the mentor failure analysis lab has received the device for evaluation. However, it was not corrected that the device was removed and no longer implanted. The correct information was that the device was removed on (B)(6) 2018 as the device was received at mentor on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/13/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/28/2018, mentor has received information that the device history record (DHR) of lot number 6444911 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is 01/01/2011 and sterilization expiration date is 01/31/2015. Manufacturer¿s reference number: (B)(4).